Event description:
During use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console was not calibrated. Control of pumps and safety sensors remained available through redundant local controls. The pump console was replaced. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not begun.